Event description:
Healthcare professional reported intraoperative "tee" revealed that the valve was functioning unsatisfactorily. The valve was abandoned and replaced with a 27mm medtronic hall valve. The valve was returned for eval. Corrected info from the surgeon on 3/16 indicated that the event resulted from the pt's anatomy changes that resulted from a prior ross procedure. Surgeon indicated "on" valve related problem.